Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found four caster supports were broken and the steering caster was damaged. He replaced the supports and the caster to repair the bed.